Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle hub separation occurred during use with a syringe 0.3ml 31g 6mm 30box mex. The following information was provided by the initial reporter, "in one of the syringes the needle shield could not be detached and when trying to detach the needle came with everything and needle shield."

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.

Event description:
It was reported that needle hub separation occurred during use with a syringe 0.3ml 31g 6mm 30box mex. The following information was provided by the initial reporter, "in one of the syringes the needle shield could not be detached and when trying to detach the needle came with everything and needle shield."